Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow-up it was learned that the issue with the lens was that it was stuck in cartridge. That the iol could not be advanced/was very difficult to advance, felt like it was jammed in the cartridge. There was no patient contact. Therefor the following code has been added: section h6. Medical device problem code: 2983 - mechanical jam. Correction: upon further review, based on the new information received, the event of lens being stuck in the cartridge does not meet the criteria of a reportable malfunction. Therefore, the event is no longer considered to be reportable and no further information will be provided under this manufacturer report number 3012236936-2022-02466. The following code has been removed: section h6. Medical device problem code: 1069 - break. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. No further details were provided.